Manufacturer narrative:
Sample information is not available. On (B)(4) 2011, the customer replaced the electrode, however did not calibrated as required according to customer labeling. A bci field service engineer (fse) performed modular chemistry probe alignment and calibrated the glues electrode. Qc material within established specifications. Precision run performed and showed low cv's. Root cause appears to be the glucose electrode which not calibrated when installed according customer labeling instructions.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to glucose modular (glum) qc drift and calibration issues generated by the unicel dxc 600 pro synchron chemistry analyzer. In addition, the instrument produced discrepant results, which did not correlate with a second instrument, when the customer ran glucm patient samples on both instruments prior to reporting the results. The differences between the results were 10%. Patient results were available from the customer no corrected reports or no erroneous results reported out of the laboratory; hence patient treatment was not impacted by this event.